Event description:
Spouse reported that her husband was injecting into his leg using pen needle and needle broke off. Husband went to emergency room the same day to have needle surgically removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one complaint for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted, and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.